Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse went to place two IV catheters in the patient prior to surgery. The second IV catheter would not advance correctly, caused discoloration to the insertion site, and caused discomfort to the patient. The catheter did not flush correctly, causing increased resistance and irritation to the vein. There was patient involvement and no patient harm/adverse event reported.